Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2010, to report that pt experienced a failed sensor 3 days after insertion. He reported that, upon removing the sensor, the wire was not present. No medical attention was required, and pt was fine at the time of his father's call to dexcom technical support.